Manufacturer narrative:
All available information was investigated, and the reported unintended movement of clip open during efaa could not be replicated in a testing environment due to the condition of the returned device (clip was deployed and not returned). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened during efaa (unintended movement). There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ degenerative mitral regurgitation (mr) and prolapsed leaflet for a mitraclip procedure. During the procedure, the first clip was unable to pass the establish final arm angle (efaa) test, opening to 20¿30 degrees. Troubleshooting resolved the issue, and the clip was successfully deployed. A second mitraclip was implanted without complications. During deployment of the third mitraclip, the clip opened during efaa. Multiple troubleshooting attempts were unsuccessful. The clip detached from the valve and became entangled in the chordae. During standard troubleshooting to remove the clip, a chordae ruptured, necessitating forced deployment of the clip on the chordae. Post-placement, the clip was confirmed to have opened, and single leaflet device attachment (slda) was subsequently identified. An additional mitraclip xt was deployed to stabilize the third clip. The mr was reduced to grade 2+ post procedure. There was no clinically significant delay. On an unknown day, the mitraclip xt had complete detachment from the valve and reached renal artery. Echocardiography revealed tissue damage. On (B)(6) 2025, a mitral valve replacement surgery was performed and all the three implanted clips were removed from the anatomy. The fourth clip was unable to be removed from renal artery.